Event description:
(B)(4). Immediately bloating, back pain, right side pain in pelvic area, painful ovulation, blood clots with cycle, more painful and heavier cycles, lots of weight gain, chronic heel pain could barely walk, funny smell from vaginas, urinary tract and bladder infections(which never got before), raging pms, fatigue, chronic aches with chills and sweats. Was covered under medicaid when I had that insurance. No longer have that insurance. I went to see doctor to get tube station tied and felt pressure to get essure.